Event description:
It was reported during in clinic follow up that a patient with a implantable cardioverter defibrillator implant had an infection. The device was explanted. The patient was stable. Further information was requested but not received.